Event description:
The ge oec 9800 fluoroscopy system would not properly save images. Also reported some images would not be retrievable from the image directory at the conclusion of procedures.

Manufacturer narrative:
A ge oec service rep investigated the issue and was informed by the facility bme that the hard drive was corrupt and needed to be replaced for lost data. The system hard drive was removed and replaced to restore proper function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.